Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered with blood.

Event description:
It was reported that after implant the patient had some chest discomfort. An echocardiogram was done and it was determined the right atrial (ra) lead had perforated the heart. Surgery was done to repair the atria. The ra lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.